Event description:
Caller indicated the meter was reading high. Her bg was 66 at 3am, 56 at 6am. She had oj and sugar at 6:05 read 103 at 6:30 am. Paramedics were called at 6:30-45 and arrived at 7am, got a reading of 77. Pt was taken to hosp at 7:15 and she was discharged at 4pm. This isn't the first incident. Paramedics were called a couple of weeks ago. Caller indicated the meter read 80 vs the paramedics reading of 19 at that time. Pt was hospitalized for 2 weeks. Lcd is also faint.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The lcd display on the returned meter was slightly faint, but readable and did not interfere with testing. The returned strips performed within specification.